Event description:
It was reported that (1) 35nlt was used during an operative laparoscopy procedure. It was reported by the rep that the trocar was being used during an operative lap. During the insertion of the laparoscopic instrument, the outer gasket ripped. This was replaced and the case continued without incident. There was no consequence to pt.